Event description:
Reporter stated that patient obtained blood glucose results of 52 mg/dl and 108 mg/dl, within 2 minutes, when testing on the accu-chek mobile system. Later the same day, patient reportedly retested and obtained blood glucose results of 58 mg/dl and 100 mg/dl, within 1 minute, on the mobile system. No adverse event was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.